Manufacturer narrative:
Film analysis the reported broken delivery system could not be assessed on the films provided; therefore, the cause of the event could not be determined. Device analysis; the device was received with the external slider in the home position and the backend wheel partially advanced. A fracture was evident to the backend screw gear with deformation evident at the breaksite. Advancing the backend wheel caused the backend screw gear to retract back from the break site, as a result it was not possible to advance the tip capture mechanism. No other deformation evident to the remainder of the device. The reported deformation could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure, a broken endurant iis delivery system was observed. The patient was being treated for an aneurysm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
*B5; additional information received; it was confirmed that the delivery system damage was not observed prior to use but was noted during deployment. The stent graft was successfully deployed into the patient without any issues. It was stated that the device packaging was lightly crimped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that during the deployment (after insertion of into the patient), it was observed that the back-end screw gear of the esbf2814c103ee (sn (B)(6)) delivery system was the portion of the device that was broken. Per physician the cause of the broken device is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.